Event description:
The customer reported via phone call that the insulin pump sustained a crack in the casing and a part of the battery compartment was missing after it had broken off. The customer did not know the blood glucose reading. He stated that the missing piece was about one-third of a way around the battery compartment. He was unsure how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with broken battery tube threads, and minor scratches on the lcd window.